Manufacturer narrative:
Through follow-up communication with a livanova field service representative that investigated the device, it was learned that the most probable cause of the reported issue was related to a compressor defect. Based on similar investigation results, the root cause of the reported issue was traced back to a degradation of cooling coil (coil micro-hole formation) leading to refrigerant leak and water entering the refrigeration cycle damaging the compressor related to wearing. The erosion kit upgrade was already installed on the device in 2019 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed about 4 years after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade. No other specific action was currently deemed necessary, livanova maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t gave a short circuit when the cooling circuit started. The issue occurred in procedure. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in gent, belgium. Through follow-up communication with a livanova field service representative, it was learned that safety tester fluke went into alarm with the following message "ground fault occurred" and measured insulation resistance (dry appliance) was 0.4 m-ohm (normal value >2 m-ohm). In addition, there was no longer tetrafluoroethane present in the refrigerant circuit / compressor. Most likely there is a leakage in the cooling circuit, that it is not possible to repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.